Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned in three pieces. Visual inspection of the middle portion found that all five filars of the outer coil were fractured and the outer insulation was damaged at 19.6 cm from the distal tip. Inspection of the distal portion found that all five filars of the outer coil were fractured and the outer and inner insulations damaged at 19.5 cm from the distal tip. Electrical testing found conductor shorts due to damaged inner insulation in this region. The damage sustained resulted from clavicular crush. (B)(4).

Event description:
It was reported that the right atrial lead impedance and atrial capture thresholds had been steadily increasing. On (B)(6) 2016 the asymptomatic patient presented in the operating room for lead revision and high impedance was again observed. A chest x-ray confirmed that the lead was fractured. The lead was explanted and replaced. The patient was in stable condition post procedure.